Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. A partial lead measuring 54.5cm from the distal portion was returned in one piece. Electrical tests, x-ray examination and visual inspection were normal with no anomalies found.